Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, the lead was found severed at 100 mm from the terminal pin. Two segments were received. Tissue was noted entwined in the helix. Resistance testing was performed and the lead segments were electrically continuous. No further testing was possible due to the condition of the lead. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high pacing threshold measurements that occurred post-implant.

Event description:
It was reported that this right ventricular (rv) lead was implanted. However, after the procedure, the pacing threshold measurements were too high. A lead revision was needed, where this lead was explanted and replaced with another lead of the same model. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was implanted. However, after the procedure, the pacing threshold measurements were too high. A lead revision was needed, where this lead was explanted and replaced with another lead of the same model. No adverse patient effects were reported.